Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up button was stuck. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated that the minutes change. The device will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent up arrow button response due to flattened button dome switches. Device passed the self test and the displacement test.